Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor and that the head was damaged was confirmed. It was found that screws were missing in the head locking mechanism. Also it was found that there was a short circuit in the motor cable and that the device shuts off the pump during operation. Also the blade doesn't lock into the shaver and gets disassembled during use. The damaged and the missing parts of the drill mounting mechanism were replaced along with the motor cable and the device was cleaned, tested and found to be fully functional. User mishandling of the device is one possible root cause for the missing screws and damage to the head locking mechanism. However, given the information provided we cannot discern a definitive root cause for the short circuit. The short circuit would have caused the device to shut off the pump, during operation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate that the motor of the micro tornado hp w handcontrol is jammed, doesn´t turn. It has also a damaged head, it holds the blade or burr in place. The procedure has been completed by using a replacement device. No patient consequences reported, no surgical delay.